Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d08067, h13g08029, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experience peritonitis. A batch review will be performed for the potentially associated lot number(s) h13d08067, h13g08029, and h13h30047. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.